Event description:
When pressing one of the number keys (any of them) on an alaris signature infusion pump it is possible for the key to "repeat". For example, when pressing the digit "5", the machine will respond with a "55". In all cases, the machine responds with a "double beep" and the display is correct. This can occur while setting the rate or while in the drug calculation mode, but in all cases, the actual rate ends up being an order of magnitude greater than what was intended. In one case, oxytocin was programmed to be delivered via infusion pump at 36 ml/hr. Machine actually set at 366 ml/hr. Not detected till 25 minutes later. Question if programming error was a result of "key bounce" of the "6" digit. Other medications involved in this type of error include tpn, pitocion, insulin and magnesium sulfate. Pump involved: this is the alaris se. Rptr does not have guardrails option. They recognize that guardrails would capture major accidental misprogramming. Rptr is considering purchasing that option, but hate to purchase an expensive option to correct what rptr believes is a product defect. Alaris basically maintains that this is a phenomenon that is reproducible in lab situations, and that there is no way of knowing if the same phenomenon (as opposed to pure user error) has been behind the events rptr reported. As of last week, rptr had 11 such events since 2003 when rptr implemented these pumps at institution.